Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a mis lumber spine procedure, the bur broke along the shaft. It was also reported there were no adverse consequences as a result of this event. It was further reported that there was a five to ten minute delay to obtain an alternative device. It was also reported the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that some unusual markings were noted along the shank of the bur near the two fracture sites. There are markings consistent with the bearing location within the attachment. It was also noted that the markings on the bur shaft are consistent with markings made by a plyers type tool. From the location of the plyers markings on the bur shank this would align with the fracture occurring just above the notch which would have been locked into the hub.

Event description:
It was reported that during a mis lumber spine procedure, the bur broke along the shaft. It was also reported there were no adverse consequences as a result of this event. It was further reported that there was a five to ten minute delay to obtain an alternative device. It was also reported the procedure was completed successfully.